Event description:
Head of technical dept, reports in his letter that the dynamic locking did not fit. There are no adverse consequence reported.

Manufacturer narrative:
Eval summary: review of device history record (DHR) / review of inspection records. A review of the inspection records for the target device revealed no discrepancies. Deviations in the mfg documents were not found. The item was documented as faultless prior to distribution. As the device had been in use before we pre-suppose that the target device had fulfilled its tasks in former surgeries as intended. The performed pre-operative test revealed distal targeting accuracy being as intended. All drill holes were passed by the corresponding drills with only slight contact to the nail. Although not complained proximal misguiding was confirmed. Functional check of the returned target device revealed that distal targeting accuracy was given.